Event description:
A medtronic rep reported that the power cable was cut and that it needed to be replaced on the system. There was no pt present.

Manufacturer narrative:
No pt info as no pt was involved in this concern. The device has not been returned to the MFR.